Event description:
I am a doctor of internal medicine practicing in (B)(6). On a recent trip to the USA, I purchased several malem brand bedwetting alarms for my pts in (B)(6). These alarms are distributed to pts in my clinic. The alarms I purchased were brand new and purchased directly from an online website - (B)(6). The seller was (B)(6). I purchased 24 of the malem ultimate bedwetting alarms from the website - (B)(6). I have now distributed 14 of these to pts in (B)(6) and 8 of the parents have complained that within the first day - two weeks, the alarm has overheated to a point where the alarms back has become hot and partially melted. In each case, the child was suffered burns to his neck and chest area. The product appears to be extremely dangerous and can cause serious harm. I tested three malem alarms by putting a battery in them and two of these units have overheated and the back plastic has melted.